Manufacturer narrative:
The glidescope ranger video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video monitor where they were unable to duplicate the reported disappearing image issue. The returned video monitor was power cycled multiple times with three different test video batons and blades connected with no issues noted. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video monitor, the image would disappear intermittently. The customer indicated the procedure was completed with a backup non-video laryngoscope, which was made available within a few minutes. No harm to the patient or user was reported. The customer noted that they were able to isolate the issue to the video monitor by connecting the video baton used during the event to a known working video monitor.